Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a ventricular catheter (ID 821654) was implanted on (B)(6) 2024. The patient presented to the emergency room with symptoms of intracranial hypertension (vomiting, fatigue and headaches). A brain scan was performed urgently, showing the disconnection of the proximal catheter from the valve and its migration into the intraparenchymal towards the brainstem. Therefore, the proximal catheter was removed and replaced. All pieces were recovered, and intraventricular bleeding was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The ventricular catheter was returned for evaluation: DHR - lot 7136147 sn n/a, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected; the distal part of the proximal catheter was broken at 5mm. The catheter was irrigated, no occlusions noted. The catheter was leak tested, no leaks were noted. Root cause - the issue reported by the customer was confirmed. The root cause could be human misuse in view of the irregular edges of the distal part of the device, probably resulting from the catheter stretching out, generating the tear. As noted in the IFU, silicone has a low cut/tear resistance.